Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they replaced rear case, pressure sensor board, tried a second pressure sensor cable from another unit and they are still not able to calibrate pressure. No patient involvement.

Event description:
The customer reported they replaced rear case, pressure sensor board, tried a second pressure sensor cable from another unit and they are still not able to calibrate pressure. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they replaced rear case, pressure sensor board, tried a second pressure sensor cable from another unit, and they are still not able to calibrate pressure. No patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/07/2014 to the present date 1/14/2021 and confirmed that this device was previously returned for servicing. Device had no similar service repair history and there were no production failures indicated on the source device.

Event description:
The customer reported they replaced rear case, pressure sensor board, tried a second pressure sensor cable from another unit and they are still not able to calibrate pressure. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of still not able to calibrate pressure. Was due to the pressure sensor. Replaced pressure sensor, front cover, left handle, barrel clamp, and left/right iui. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/07/2014 to the present date 1/14/2021 and confirmed that this device was previously returned for servicing. Device had no similar service repair history and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.